Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to MFR.

Event description:
Patient tested 3.4 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.4 inr and 3.0 inr. The patient's warfarin dose was held for one day based on the reported results. The strips used for all three results were the professional's strips. No adverse event reported. Replacement was sent; the product has been discarded and will not be returned.